Event description:
Nurse reported blood glucose results of 494 mg/dl, hi, which on the information system indicates a result in excess of 600 mg/dl, 249 mg/dl, and 380 mg/dl on inform system 1, "110-113" mg/dl on inform system 2, all within 10 mins. Customer reported no pt symptoms, did not treat or act on result. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for information system 1. Please see medwatch with a1 pt for report on inform system 2.